Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called in reporting the same issue: the patient said they were on program 4 and sometimes increase stim 3 times a day but the device was still not helping their symptoms. Patient services reviewed option to follow up with a health care professional (hcp) to have the device reprogrammed. Hcp listings were sent to the patient.

Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient used to have to increase amplitude 1-2 times a month to get therapy benefit, but now they have to increase more often, sometimes 2-3 times a day. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they had a loss of therapy. Due to that, they had to use the programmer to increase stimulation two or three times in one day because it was not buying them the time they needed to make it to the bathroom. They noted that sometimes, a few days later, they would need to increase stimulation again, and other times it would be another week or two before they needed to. The only thing that kept them from having constant diarrhea was popcorn. They denied any recent trauma/falls. They were walked through how to check the therapy status on the call and confirmed stimulation was on. This all started "about a month or two ago ," and had been getting progressively worse. They wanted to change programs due to this, and were educated on how to change programs. On the call, they were on program four with amplitude at 1.2 volts. They noticed stimulation was at 1.2 volts and did not know why stimulation was at 1.2 volts because they had "gone all the way up" with stimulation. They had tried all available programs and had tried increasing stimulation on all programs and were still not seeing an improvement in symptoms. They wanted to change to program five and it was reviewed four programs were available. They were redirected to follow up with their healthcare provider to discuss programming/symptoms. The patient stated their healthcare provider advised it was ok to make changes to therapy as needed and therapy theory and usage were reviewed with the patient. They inquired at about what point the healthcare provider would recommend the ins be replaced due to this and low/eos ins information was reviewed. They noted they had the ins for bowel control because their sphincter muscles were not opening/closing since prior to implant. The circumstances that led to the reported issue were unknown.